Event description:
It was reported that patient underwent a procedure utilizing a meniscal repair device on (B) (6) 2010. During the procedure, the device seemed to be jammed after the first anchor was deployed. The second anchor was able to be successfully deployed, however, it was under the meniscus and had to be removed as it was not in the intended position. Another device was available to complete the procedure without significant delay, and no injury to the patient occurred.